Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-00748). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was unable to be interrogated. Device was explanted and replaced after several unsuccessful attempt. Patient was fine after event.